Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation, it has been confirmed that the device failed to meet its specifications at the time of the event while the compressor was used with a ventilator during patient ventilation. An alternative device was made available. The root cause was determined to be a defective air compressor cylinder and tubing due to aging. In consequence the cylinder and internal tubing were replaced. There was no reported patient or user harm.

Event description:
The report says: the patient, (B)(6), experienced cardiac and respiratory arrest. After cardiopulmonary resuscitation, the patient's heartbeat was restored but was unable to breathe spontaneously. On (B)(6) 2020, the patient was admitted to our hospitals ICU and received ventilator assisted ventilation to maintain life; on (B)(6), the nurse found that the compressor of the ventilator had an air leakage, resulting in failure to maintain the patients breathing.